Event description:
Same case as MDR ID # 2134265-2013-02142, 2134265-2013-02143. It was reported that during an intravascular ultrasound (ivus) procedure, motor drive failed to pullback. The physician placed an atlantis sr pro diagnostic catheter in the lesion and attempted pullback; however, the motor drive did not pull back. No patient complications were reported and the patient's condition is unknown.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).